Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter :   it was reported by the parent of the consumer having had issues inserting into the site. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0316742, d.4. Medical device expiration date: 11/30/2025, h.4. Device manufacture date: 11/11/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: customer returned (3) sealed 32gx4mm bd pen needles from lot# 0316742. The customer reported issues inserting into his site. All 3 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter:   it was reported by the parent of the consumer having had issues inserting into the site. Date of event: unknown. Sample status: awaiting sample.